Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was alarming pump error 63 and low/short battery life. Customer's blood glucose at the time of the incident was 134 mg/dl. Customer was assisted to during troubleshooting to clear the alarms; customer was able to clear the alarms. Also, was reported power loss anomalies. The device will not be return for analysis.